Event description:
Pt leaned forward at his desk at work and heard a crack. He had immediate onset of pain and came to dr's office. Revision surgery was performed on 11/8/96. This thimble portion of the ceramic head was removed from the femoral component and replaced with a zirconia ceramic femoral head.